Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the electronic records from the device and observed the device's hybrid layer capacitor (hlc) batteries had previously depleted to zero (0). As a result, the device would not have been able to power on or charge and shock energy at that time.  Physio removed the digital pcb assembly and determined that the reported issue was due to an electrically shorted capacitor, designator c76. C76 caused excessive leakage current, which depleted the hlc's. The customer was provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device was showing the attention and charge-pak icons in the readiness display. Upon evaluation of the customer's device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0) volts which could inhibit the device's ability to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.